Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported system error 105 was confirmed. The unit in its received state was inoperable due to this condition. This deficiency was cause by a failed motor (flex). The motor assembly was replaced.

Event description:
It was reported that a spectrum pump was alarming for system error 105. It was also reported that there was no pt injury.